Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
A trauma was reported. Hearing performance with the device was reportedly affected. The recipient was re-implanted. According to the device explantation report, broken/damaged implant housing was noted prior to explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma was reported. According to the device explantation report, a broken or damaged implant housing was noted prior to explantation.

Manufacturer narrative:
Additional information: based on information received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The device has not been made available for investigation.

Event description:
A trauma was reported. Hearing performance with the device was reportedly affected. The patient was re-implanted. According to the device explantation report, broken/damaged implant housing was noted prior to explantation.